Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that the surgeon was implanting a 4mm asnis cannulated screw into a patient's ankle. As the drill went over the guide wire it spliced outward while in the patient. There was an unusual noise the customer reported that the drill would not go any further. The customer further reported that the patient was a (B)(6) male with hard bone. Also clarified that the mushroomed outwards. There was a surgical delay of 5 minutes but no adverse consequences for the patient.

Manufacturer narrative:
The reported incident that a cannulated drill asnis iii ø2.7mm ao fitting was alleged of deformation could not be confirmed, since the device was not returned for evaluation, and no pictures were attached. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device was not returned.

Event description:
The customer reported that the surgeon was implanting a 4mm asnis cannulated screw into a patient's ankle. As the drill went over the guide wire it spliced outward while in the patient. There was an unusual noise the customer reported that the drill would not go any further. The customer further reported that the patient was a 14 year old male with hard bone. Also clarified that the mushroomed outwards. There was a surgical delay of 5 minutes but no adverse consequences for the patient.